Event description:
Facility paramedics connected the device to a pt through ECG leads. The pt was diagnosed with ventricular fibrillation. Reportedly, when an attempt was made to defibrillate the pt through the therapy cable, the device displayed that the cable was not attached. No additional event info was reported. The pt was not resuscitated.